Event description:
A malfunction alarm occurred on the customer's pump, reported as malf 12, and the pump was not reset within the last 24 hours despite experiencing multiple occurrences. There was no adverse impact to the customer's blood glucose level. The customer was sent a replacement pump, guided on putting the old pump into storage mode before return, and instructed to use manual injections as a backup therapy to maintain insulin delivery.